Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed for insulation but not the handle. Dents and scratches were seen on the insulation. The insulation was tested for cracked/damages. The insulation passed the insulation integrity test. The probable root causes are user misuse, user error, improper sterilization methods, or normal wear.

Event description:
It was reported that the insulation has been compromised.